Manufacturer narrative:
(B) (4). The incident device has been received and is under eval. When the device eval is completed, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gynecologic procedure, the device jaws would not open after the third seal cycle. The device was pulled off with a small amount of tissue damage but no bleeding. Another device was used to complete the procedure without incident. There was no pt injury.